Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable phosphate (inorganic) ver.2 (phos) results on their p-module. The customer stated a nephrologist complained for elevated phos results and 79 patient samples were repeated. The customer provided data for 16 patients, 14 of which had discrepant phos results. The customer stated all the results were reported outside the laboratory. The customer stated the patients' samples were processed on their modular pre analytics device and initially tested in sample cups. The repeat testing was performed from the primary tubes. Please refer to the attachment to the medwatch for patient details. There were no adverse events. The phos reagent lot number was 688175. The expiration date was requested but not provided. The field service representative went on site and found a small opening or hole in one of the tubes of the wash station.